Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on patient samples on the immulite 2000 instrument. The initial results were not reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the cause of the discordant hcg results was a defective dilution bowl. The fse replaced the dilution bowl and the dilution bowl insert. The fse stayed at the site while the operator then tested the 5x, 10x, and 40x dilutions on a patient sample to confirm that the diluted results were accurate. The instrument is performing within specifications. No further evaluation of the device is required.